Manufacturer narrative:
Concomitant products: product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
It was reported that the patient had had a few falls and their stimulation therapy wasn¿t quite what it was when it was first implanted. The patient got their device reprogrammed so they could use it at night and they were happy with the programming. The stimulation was better after the reprogramming. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.